Event description:
The customer reported that the system turns off during operation. There was a possible network feeding problem.

Manufacturer narrative:
(B) (4). The ge svc rep could not reproduce the problem. The system operates as intended.